Event description:
Report received of an over-delivery. The pt was in the ICU on a ventilator receiving sedation prior to the event. The pt was to receive pca dilaudid in the contunuous only mode at a rate of 12.5mcg/hour. The customer reported that the device does not accept a decimal point when pressed and the resulting entry was 125mcg. As a result, the pt received dilaudid at 125mcg/hour for approximately 8 hours. When "the pt did not wake up as expected", it was discovered at this time. The customer indicated that there was no untoward effect to the pt as a result of the over-infusion. Though requested, there was no further info available.